Event description:
Reportedly, the subject device was finally not implanted due to a "premature discharge of battery". The device has been returned in order to be analyzed.

Manufacturer narrative:
Refer to the attached report.

Event description:
Reportedly, the subject device was finally not implanted due to a "premature discharge of battery". The device has been returned in order to be analyzed.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the subject device was finally not implanted due to a "premature discharge of battery". The device has been returned in order to be analyzed.